Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.

Event description:
Patient presented with non-union femur fracture. Surgeon performed a locking condylar plate and screw removal; plate was broken at the distal portion pre-operatively. It has not been confirmed that the screw is a synthes device; this is the second of 2 reports for this event.